Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
During intra-aortic balloon (iab) catheter therapy the ccl staff noted that during insertion they kinked the catheter and received the catheter alarm: fo sensor failure. They continued support with the same balloon. The arterial waveform is being transduced from the central lumen of the balloon. There was no injury or harm to patient.